Manufacturer narrative:
Analysis found motor does not turn, too dirty and motor shorted. Also, bearing was corroded. Unable to perform pre-temperature check due to motor not turning. Overheating was not duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via distributor reported that the hand piece motor does not turn and was overheating during operation. There was no patient impact.